Event description:
Reportedly, after firing, the instrument could not be pulled back. Cut the tissue around the anastomosed area, then removed the instrument. Donut tissues were confirmed. After that, fired again another ceea, it worked fine. No excessive bleeding is reported. Sex: unk, procedure: roux-en-y.